Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled their tubing while connected to the pump and their blood glucose (bg) level dropped in the 20 mg/dl range. The customer drank juice on the way to the ER and remained there until their bgs were deemed steady.

Manufacturer narrative:
The product has not been returned for evaluation for this reported event. Should new relevant information become available, a supplemental report will be submitted.